Manufacturer narrative:
The complaint was not confirmed and new issues were observed, all results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's husband reported his wife received readings of 150 mg/dl and 172 mg/dl. Customer stated she was feeling "shaky, sweaty, disoriented, and then passed out." Paramedics arrived and obtained a reading below 20 mg/dl and treated the customer with intravenous fluids consisting of glucose to stabilize her glucose levels. Customer was taken to st joseph's hospital where she was diagnosed with hypoglycemia. In addition, the customer's husband also reported he gave his wife peanut butter crackers to counteract the symptoms. There was no report of death or permanent impairment.